Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19sep2018. The customer was provided with the part number for a replacement power supply. No further information was provided by the customer. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the unit intermittently turned off when plugged into alternate current. There was no patient or user harm reported. The event date was not specified; estimate used.